Event description:
The customer reported that the system was shut down improperly, and now will not boot completely.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.